Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6: additional information/correction -4121 was not captured on the initial MDR when it should have and 67 should have been used instead of 4315.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.